Event description:
It was reported that there were overdose symptoms and an altered mental status after a pump refill. The symptoms included dizziness, drowsiness, increased hard and slurred speech. The effects lasted a couple of hours and then went away. Patient may or may not have been sent to the emergency room. The drug being infused via the pump was unknown.

Event description:
On 2013-(B)(6) (mpxr (B)(4)): side effects after pump refill. (B)(6) the rn with a lot of pump refill experience reported they've had a few patients experience side effects 30min to an hour after a pump refill. The symptoms include dizziness, drowsiness and slurred speech. The patients have also had an increased heart rate and blood pressure. The effects usually last a couple hours and then go away. In one case they sent the patient to the ER to be safe (unclear which patient this was). All patients have recovered but the office is worried about what might be causing these issues. (B)(4). Patient symptoms/complications: altered mental status, overdose symptoms. Drug unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. The patient went to the emergency room and he was monitored at the emergency room. Then the patient was released. The patient was "confused" and experienced sleepy, sweating, increased blood pressure and increased pulse. The patient outcome was noted as "no injury." The pump was being used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
The previously reported eval code-conclusions were updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider (hcp) didn't have time to provide specific patient, event or device information regarding the refill events. It was noted the hcp's clinic managed "about" two hundred pumps, doing seventy to eighty refills per month. The hcp confirmed he does not use the medtronic needles for refills and prefers to use an all metal needle. The hcp reportedly felt the refill kit was sub-standard, the needle was "flimsy" and felt that his patients have "subcutaneous absorption" when the needle is being removed from the pump/patient. It was noted the hcp would like a "better" two inch steel needle and a lower price. It was later reported that the hcp wanted all metal needles included with his refill kits or a large pack of refill templates to use with another company's refill kit. Currently, the hcp had to use two separate kits for each refill so as to get an all metal needle as well as the refill template. It was noted the metal needle the hcp was using from another company was similar to the metal hub needle that is included in the pump package.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot # n177899, implanted: (B)(6) 2009, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the nurse noted this patient had side effects, overdose symptoms, after a refill. There was no pocket fill as this was verified. It was further believed that the issue was with the company refill needles. The health care provider has switched refill kits to ones with all-metal needle and since have not had further occurrences.

Manufacturer narrative:
Supplemental filed to update adverse event type. (B)(4).